Event description:
Part of the platypus grasper broke off during laparoscopic surgery but was easily removed using another instrument. No patient harm.what was the original intended procedure?laparoscopic surgery.device #1is this a laboratory device or laboratory test?no.